Event description:
Tips of two of the nerve hook instruments broke off during surgery (anterior cervical fusion). One tip retrieved and second not located. X-rays taken to attempt to locate item. None found.